Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device check approximately one month post implant,  the right atrial (ra) lead exhibited infrequent undersensing observed during recorded atrial fibrillation episodes. The ra lead was reprogrammed  and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device check approximately one month post implant,  the right atrial (ra) lead exhibited infrequent undersensing observed during recorded atrial fibrillation episodes. The ra lead was reprogrammed  and remains in use. No patient complications have been reported as a result of this event.